Event description:
It was reported that the patient with this pacemaker system was to undergo a magnetic resonance imaging (MRI). Technical services (ts) was consulted and it was discovered this pacemaker system had high out of range impedance measurements for its right atrial (ra) lead. The calling health care professional would be forwarding the finding to the cardiology department. This device remains in service. No adverse patient effects were reported.